Manufacturer narrative:
The investigation for the ventricle perforation and low pump flow has been completed. The product was returned and evaluated. Evidence of cannula kink was found. There was no biomaterial found near the impeller or in the cannula. The pump was run in a bucket at p-6, p-9, and p-2. Low flow was not reproduced. In the beginning of the case, reduced flows were reported with the patient becoming more hemodynamically unstable. Data log review confirms reduced flow in the first 45 minutes of the case. During this time, there are several suction, impella position unknown, and impella in ventricle alarms. The pump is then turned up to p-6 from p-2 and eventually reaches adequate flows (~2.7 l/min). The pump is then turned down to p-2 and the calculated pump flow stays high around 2.7 l/min until the end of impella use. The root cause of the ventricle perforation was not determined since insufficient clinical details were provided related to timing/cause of the perforation. The root cause of the low pump flow was most likely a cannula kink since the returned product showed evidence of a kink and data logs confirm positioning issues.

Event description:
The user facility reported a patient (unknown race and ethnicity) undergoing a high-risk percutaneous coronary intervention (pci) and implanted with an impella cp device for mechanical circulatory support (mcs) experienced left ventricle perforation with a demise outcome. The patient presented to the hospital with chest pain. A catheterization revealed multi-vessel disease including a heavily calcified left main and an occlusion of the right coronary artery. Cardiothoracic surgery was consulted. After further work up, patient was turned down for surgery due to having a porcelain aorta. The plan was noted for cardiology to perform protective pci with impella support to rotablation to the left main/left anterior descending arteries and stent the right coronary artery. The impella cp device was inserted right femoral artery, utilizing 14fr. Peel-away sheath. Jr4 and 0.035 j guidewire utilized for ventricular access. The guidewire exchanged for abiomed 0.018, of note 0.018 wire was curled prior to insertion. Impella primed and backloaded onto 0.018 and inserted into left ventricle. The guidewire removed and the impella cp started in auto mode and encountered reduced flows. Patient became more hemodynamically unstable, correlating with poor pump performance. Patient required cardiopulmonary resuscitation, and an emergent echo was completed revealing a large cardiac tamponade. Emergent pericardiocentesis and cardiothoracic surgery was summoned to the bedside. Patient continued to require resuscitation including two units of packed red blood cells. The decision made to emergently transport the patient to the operating room for pericardial window. In operating room, the patient had median sternotomy, cardiac tamponade was relieved, 500 cc of blood evacuated, and the patient was found to have left ventricle perforation. At this point impella was weaned to performance level p-2 and withdrawn into the descending aorta to allow for left ventricle repair. The decision was made to reestablish impella mcs with a new impella cp. The first impella cp was removed through the peel-away sheath, and new impella cp was inserted without issue. The replacement impella cp was started in auto mode. However, the pump and patient were dependent on cardiac massage. The patient had no signs of native activity; therefore, the decision was made by cardiothoracic surgery and cardiology that patient was declared expired. Following, the physician commented a second impella cp was utilized due to concerns that the left ventricle perforation was caused by the initial impella cp.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: precaution impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings, section: pre-support evaluation, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿